Event description:
On (B)(6) 2022, I received allergan natrelle inspira srm-755 silicone-filled breast implants (serial nos. (B)(6)), implanted by dr. (B)(6) at (B)(6). These devices fall under PMA application p020056, which is subject to the conditions of distribution set forth in your october 2021 approval order. Following the procedure, I developed progressive complications including capsular contracture advancing to baker grade IV, confirmed implant malposition, and permanent muscular injury. Corrective revision surgery was performed by dr. (B)(6) on (B)(6) 2026 at (B)(6) at which time the malposition and significant muscular injury were confirmed intraoperatively. Pt: 1761, 4532. Device: 2616, 1524. Ref: cpt2601410. Ref report: mw5189918. This report captures left breast implant #2.